Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to incontinence of bladder. Following insertion the patient experienced pain, bleeding, urinary/bowel problems and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal, urethrolysis, anterior colporrhaphy, biologic sling placement (midurethral, retropubic sling- cook medical biodesign), cystoscopy on (B)(6) 2013 by (B)(6) due to stress urinary incontinence, failed mesh sling and cystocele at (B)(6) medical center. It was reported that patient underwent harvest of autologous rectus fascia, placement of pubovaginal sling, cystoscopy and anterior repair in (B)(6)2014 by (B)(6) due to recurrent stress urinary incontinence at (B)(6) hospital. No additional information was provided.